Manufacturer narrative:
Investigation summary: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. During visual evaluation of the device, a delamination with leak was observed at the union between shell and patch. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: suspected right-sided rupture, ptosis (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture and ptosis. MRI performed on (B)(6) 2019 visualized the rupture. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. Upon explantation, the left-sided rupture was observed. The patient is undecided if she will reimplant in the future. This report is for the left prosthesis.